Event description:
It was reported that the external pulse generator failed its self test and was not able to deliver pacing or output. A connector malfunction was suspected. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device passed all functional tests. Lower case and one bail cover are broken. One bail cover, ring cover, one case screw, one bail, and ring are missing.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.